Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) tested the cs300 and observed the alleged malfunction, "ap fiber optic failure." The stm re-seated and cleaned all the connectors to the fiber optic module. This at first seemed to correct the failure message. However the stm reported that later during burn in "ap fiber optic failure" appeared again. The stm replaced the fiber optic module. This corrected the malfunction. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported, while performing service/test, that the cs300 was displaying error messages. No patient involvement or adverse event was reported. It was later reported that the end user observed "ap fiber optic failure"